Event description:
The hcp reported a pt developed an inflammatory mass. The pt was wheelchair bound, and had the pump implanted approximately 2 years ago. The pump was infusing morphine 50 mg/ml at 25 mg/day and clonidine 0.1 mg/ml at 0.05 mg/day. The hcp was inquiring about the use of steroids on the treatment of inflammatory mass at the intrathecal space. The pt reportedly had surgery to remove the mass. During an audit, it was noted this event was inadvertently reported on medwatch 2182207200500356 with another pt.